Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high threshold. Additional information was obtained from the field representative indicating that likely high threshold was due to patient's anatomy. Moreover, this ra lead was repositioned. The ra lead remains in service. No additional adverse patient effects were reported.